Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 22.6 mmol/l. Customer stated sensor just fell off out of skin earlier. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.